Event description:
Reason for check: shortness of breath device appears to be over-sensing on atrial lead possibly misclassifying at/af episodes. Programming changes, at the time of the event were not requested. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).